Manufacturer narrative:
Trackwise # (B)(4). Updated sections: d10, g4, g7, h2, h3, h6, h10. An investigation was conducted on (B)(6)2019. The device was returned to the factory for evaluation. No evidence of blood was observed. The device as returned was unable to be evaluated for position of seal and tension spring assembly as the delivery device and the loading device were not returned for evaluation. Only the seal with the tension spring assembly was returned. The seal was in a folded orientation indicating that the seal was tried to load in the delivery device . No visible defects were observed on the seal and tension spring assembly. Based on the returned condition of the device and the results of the evaluation, the reported failure "fitting problem" was not confirmed. A photograph was provided by the customer. A photographic inspection was performed. The seal was inside the loading device at the center of the loading device window. The delivery tube was observed to be intact. The aortic cutter appeared to be locked. The position of the slide lock and the plunger on the deliver device could not be analyzed. The seal appears to be cracked and pushed towards the delivery tube but during the physical evaluation of the returned seal, no defects are observed. No conclusions could be drawn from the photographic inspection.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) umbrella could not be loaded normally. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) umbrella could not be loaded normally. A replacement device was used to complete the procedure. The hospital did not report any patient effects.